Manufacturer narrative:
Investigation results: one 42490e sample was received in opened packaging from lot 22119345; some residual fluid was observed in the returned set. The customer reported that they experienced leakage from one of the smartsite y-ports. The returned sample was subjected to pressure testing, which confirmed the customer's experience; leakage was observed from the tubing joint of the smartsite y-site. Furthermore during manual manipulation of the affected joint, the y-site was observed to have separated from the tubing (appendix 1). The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by human error during the manually assembly of the affected joint. A review of the production records for lot 22119345 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of reports of this nature in future, the manufacturing site have updated the work instruction to ensure a more consistent assembly method going forward. Furthermore the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 42490e product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsite gravity set was leaking the following information was received by the initial reporter with the following verbatim. I have 3 complaints with regards to the gravity feed reference: (B)(4). I have one unit that is leaking at one of the port sites, this one I have with me. I also have a line with no packaging that has one of the needle free valves that has been inserted into the line that is upside down. This one I have with me as well. There were 2 other units that we had that had two ports that were closed and would not allow the needle free valves to work. They are from the same batch but unfortunately these two were disposed of by theater staff.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.